Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door was not aligned with the lock. A field service engineer readjusted the door with the lock to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis cii safe system, the door was out of alignment and became stuck sometimes. The malfunction occurred when a user tried to dispense medication to the patient without causing any delay or harm to the patient. There were no adverse events or injuries reported based on this event.